Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
During an unknown procedure two 512b trocars leaked pneumoperitoneum. The leakage was not at the incision site and the staff was uncertain as to where the leak was. The trocars were thrown away but one from the same box is being returned. The case was completed with another co's blunt port. There was no consequence to the pt. Clinical follow up: 2/4/97 1400 message and 800 number left for surgeon to call back. 2/5/97 1740 nncl sent.